Manufacturer narrative:
Age at time of event: 18 years old and above. (B)(4).

Event description:
Same case as MDR ID: 2134265-2017-05782. It was reported that rotawire detachment occurred. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified proximal left anterior descending artery. A 330cm rotawire¿ and 1.50mm rotalink¿ plus were selected for use. Test rotation was performed outside the patent's body and the speed was set at 180,000rpm but rotawire got detached. The procedure was completed with another of the same device. No patient complications reported and patient's status was good.

Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. The advancer, handshake connections, sheath, coil, and burr were microscopically and visually inspected. The advancer and burr units were received attached together as a single unit. The advancer knob was received tightened in a backward position. There were numerous locations throughout the sheath that the sheath was damaged due to the hemostasis valve being over tightened. An attempt to remove the rotawire was made; however, the rotawire was unable to be removed. The annulus of the burr was damaged, not rounded and flattened on some of the edges. The damage to the annulus is consistent with damage caused by the rotating burr coming into contact with the guidewire during use leading to the damaged annulus and the confirmed fractured rotawire. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable cause of the reported difficulties may be due interaction with another device. (B)(4).

Event description:
Same case as MDR ID: 2134265-2017-05782. It was reported that rotawire detachment occurred. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified proximal left anterior descending artery. A 330cm rotawire¿ and 1.50mm rotalink¿ plus were selected for use. Test rotation was performed outside the patent's body and the speed was set at 180,000rpm but rotawire got detached. The procedure was completed with another of the same device. No patient complications reported and patient's status was good.